Manufacturer narrative:
.

Event description:
It was reported that monitoring alarms cannot be heard on a remote desktop client. The device was used for patient monitoring. There is no report of an adverse event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that monitoring cannot be heard. There is no report of a negative patient impact.